Event description:
Device 2 of 4. Reference MFR report: 3008829311-2017-00818, reference MFR report: 3008829311-2017-00820, reference MFR report: 3008829311-2017-00821. It was reported the patient experienced left sided nerve root irritation due to a bulging disc at the l4/l5 vertebral level. Surgical intervention was undertaken and 2 leads located on the left l4 and l5 vertebral level were removed and the pain subsided. It is unknown which leads were implanted on the left 4 and l5 vertebral level; therefore all possible leads are being reported.